Event description:
Hill-rom received a report from a hill-rom technician stating the stretcher still rolls after brake/steer pedal has been put into the brake position. The bed was located at the account in ER. There was no patient/user injury reported. This reported was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found all 4 brake casters not holding and a broken screw in the hex rod. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2008-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all 4 casters and the hex rod to resolve the issue. Based on this information, no further action is required.